Event description:
The patient presented to the hospital in complete heart block. A supreme electrophysiology catheter was inserted to be used as a temporary pacemaker under fluoroscopy. The patient complained of chest pain that the physician stated was due to pericardial irritation. Echocardiography showed a small pericardial effusion that did not require intervention. The physician stated there was no performance issue with the use of the device.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The supreme electrophysiology catheter IFU indicates the device can be used in the evaluation of a variety of cardiac arrhythmias from endocardial and intravascular sites. The supreme electrophysiology catheter IFU cautions the device should only be used by physicians thoroughly trained in the technique of angiography and electrophysiology and intracardiac recording and stimulation. The supreme electrophysiology catheter IFU states risks associated with the use of the device are risks related to cardiac catheterization in general, such as thromboembolism, cardiac perforation, tamponade, and infection.